Event description:
Information received with return of the explanted device notes that the patient was in complete heart block and feeling "unwell". Initially the device could not be interrogated. A temporary wire was inserted and the patient was transferred to another hospital for replacement. Prior to replacement, the device interrogated in back-up mode.